Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2017, at 15:51:40. The data point prior to the loss of power revealed that an active adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 48% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The maximum time the controller was without power was 125 seconds. Review of the alarm log files revealed 273 low flow alarms recorded within the analyzed period through (B)(6) 2017. However, no suction or vad disconnect alarms were recorded within the analyzed period. As a result, the reported event could not be confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline was disconnected. The pump remains in use. No patient complications have been reported as a result of this event.